Manufacturer narrative:
This report is filed on august 31, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal and developed an infection at implant site. Subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.